Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed an open, red rash under the back therapy plates of the lifevest equipment. Patient reported a nickel allergy. There was no alleged device malfunction contributing to the irritation. It was reported that the patient was in the hospital. There is no indication that the lifevest caused or contributed to the hospitalization. The patient's physician prescribed fenistil ointment, cetirizin, and antibiotics for the skin irritation. Follow up indicated that the skin irritation improved.